Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the belt failed incoming testing. The cause was a cut in the belt's trunk cable. The cut cable pierced the wires inside the cable, resulting in a short. The root cause of the cut cable was unable to be positively identified, but was likely physical abuse to the cable. No adverse event resulted from the defective belt. The last pt to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the belt failed incoming testing. The last pt to use this belt did not report any deficiencies.